Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion that had only breached the optim insulation due to friction of the lead to the can was found at 17.2 cm to 17.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.